Event description:
Pt was reportedly found between the left bedrail and mattress with the lower part of the body on the floor. The pt's right wrist was restrained to the right siderail. It was reported the pt coded and was placed on a ventilator. Several days later the pt expired.